Event description:
Event description guidant received information that during multiple attempts to perform device diagnostics for this implantable cardioverter defibrillator (ICD), the physician reported the inability to complete measurements. Multiple programmers were evaluated with the same results. A save to disk and save memory to disk was performed and sent in to guidant for analysis. It was also reported that the device was unable to complete manual cap reforms. No daily or auto cap reforms have been performed since september, 2005.